Event description:
Customer's ot test strips had black marks on the back of them. This was causing a clean test area message on the meter. The issue was unresolved with trouble shooting. The customer did experience symptoms of "head felt heavy", however pt did not seek any medical intervention. No further info has been reported. The strips have been replaced for the customer.